Event description:
A surgeon reported that during a vitrectomy procedure, an irrigation failure occurred. The procedure was resumed after it was confirmed that the infusion cannula was not clogged at the procedure was completed. No harm to the pt was reported. The sample was not available because it was discarded. No additional information is expected.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).